Event description:
The customer reported that she was hospitalized for blood glucose levels over 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and self tests. The customer also reported a motor error alarm. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.